Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the registered nurse (rn) went into the room to check on the patient. The patient is on continuous feeds via j-tube, infusing at 75 ml/hr. The rn was going to refill the bag when she noticed that there was an air pocket in the tubing that was above the cartridge and about 8" below the cartridge. The rn discovered that the formula was leaking out of the tube onto the floor. No air appeared to have been infused into the patient as there was formula present in the distal tube attached to the patient. No patient injury was reported.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. As a result, the root cause and potential corrective actions could not be identified. This complaint will be closed with no further action; if a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.